Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer patient receiving intrathecal lioresal 500 mcg/ml (dose 149.9 mcg/day) via an implanted pump. The patient's "old" drug was reported as intrathecal lioresal 500 mcg/ml (dose 99.9 mcg/day). Indications for use included spinal cord injury/disease and intractable spasticity. Other medical history included painful neuropathy. The patient also had a spinal cord injury with 80% cord compression from a car accident since ((B)(6) 2013) prior to the pump. The patient's pump was placed a month ago and she went through therapy and was doing really well. On (B)(6) 2015, the patient went to her healthcare provider (hcp) and the pump was increased and the patient was weaned off one prescription of her oral baclofen (described as one pill). On (B)(6) 2015, the patient's legs felt extremely heavy with a tingling sensation "like she could not walk" and had to get forearm crutches to get into the house because she could not put one leg in front of the other. It was noted prior to her implant (preexisting condition) the patient had tingling feeling only if she laid on her left side too long, but nothing like she had been experiencing. The horrible tingling feeling was like she had never felt before. They did an MRI on the patient prior to the pump and never saw anything wrong to attribute to the tingling feeling the patient had when she laid on her left side too long. On (B)(6) 2015 the patient had increased spasticity "really bad" and some/slight spasticity on (B)(6) 2015 and over the weekend ((B)(6) 2015/(B)(6) 2015) but not like on (B)(6) 2015. In (B)(6) 2015, the patient was pushing herself to the point of pain and beyond when walking around. She found out from physical therapy she was not supposed to be walking to that point. They suspected there may be an impinged nerve that gets into a small space when walking. The patient had been "dopey" from an increase of the pump on (B)(6) 2015. At first the patient thought maybe she was feeling the side effects of overdose or "her pump was not working or something". The patient felt fine the next four days; however on (B)(6) 2015 the patient got up and tried to walk around her house and her legs were feeling extremely heavy again and tingling like (dangerous to walk around). It felt "eery" with the heaviness in her legs and tingling. The situation was being addressed by the healthcare provider (hcp). The patient had not had any falls, trauma, or medical procedures. The patient's catheter tip was at t9. Since being implanted the patient tried to wear her abdominal binder to hold the pump in place. It was further reported the only other time the patient felt like this she was pushing herself "really really hard" to go from forearm crutches to the cane and the pump therapy loosened her hip (ability to walk better). The patient worked hard to get to where she could walk with a cane. The patient would never get to where she could walk without a cane because she had no feeling in her feet (from the neuropathy (preexisting condition)). The patient pushed herself pass the horrible neuropathy pain and got tingling and not to the point where she got to heavy feeling (last couple of weeks) and had an issue of feeling like she could not walk and sat down. It was further clarified physical therapy felt there was possibly an impinged nerve that gets into the small place when the patient walks and could be a factor. The patient had hardly done any walking on (B)(6) 2015 so did not feel that would apply. The heavy feeling in her legs was what really bothered her the most. Additional information has been requested, but was not available as of the date of this report.